Manufacturer narrative:
Date is approximate. Device available for evaluation: product ID : 3889-28, lot#: va1r4ya, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type : lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had not been feeling stimulation for close to 2 weeks and the therapy had not been working for bladder and bowel as it used to. They noted they usually felt stimulation on program 1 at 3.2 volts and program 3 at 1.8 volts, but now they had tried program 1, 2, and 3 up to 4.2 and they were not feeling stimulation. Programming and symptom information was reviewed and the patient was redirected to their healthcare provider to have the device checked. Additional information was received from the patient. They reported that the cause of not feeling stimulation and the return of symptoms was the 2 wires or leads were not working, the patient reported they had a revision and the issue was resolved.